Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. Pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or unexpected insulin flow blocked alarms noted. Pump passed the dat test at 0.08725 inches. Pump downloaded properly. However, the pump was unable to connect with glucose sensor simulator, problem isolated to pcb2. No cosmetic damage noted.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly and insulin flow blocked alarm. The customer's blood glucose value was 90-110 mg/dl. The customer reported that insulin squirted out during load reservoir/fill tubing process. The customer also reported pump error alarm. The product was returned for analysis.